Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare provider (hcp) reported that the implantable neurostimulator (ins) stopped working in (B)(6) 2014. It was stated to have been placed in (B)(6) 2014. Communication was not possible with the patient programmer, ins recharger (insr) or the clinician programmer. They were going to have the patient come in for an appointment and then call back at that time to perform a physician mode recharger (pmr). Additional information received from the hcp in response to follow-up reported that they could not interrogate and the battery was dead. The patient had been told about doing a trickle charge but the patient was not interested in aggressive management. Relevant medical history included spinal pain.